Event description:
It was reported that the distal tip of the lead was anomalous. There was a slightly curved bulge at the tip of the lead, and the end was larger than the rest of the lead. The surgeon had to open 5 boxes to find 2 normal leads. There was no injury, and the patient was fine.

Manufacturer narrative:
(B)(4).